Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed an open skin irritation from the ucor hfams patch. The patient described the area as a bleeding, blistered, broken, burning, stinging, red, and itchy burn that became infected. There was no alleged device malfunction contributing to the irritation. The patient's physician packed the wound, applied ointment, and has a treatment plan in place for the skin irritation. The outcome of the skin irritation is unknown.